Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had to get their most recent implant on (B)(6) 2023. Because their previous one "broke". The patient further clarified that they had taken a really bad fall in "probably" 2021, where they fell right on the implanted system and the patient stated that they didn't even know it wasn't working until they went to the clinic in november or december of 2022 and the manufacturing representative (rep) was immediately able to tell that it wasn't working. The device had probably broken from the fall. The patient stated it was a shame because they'd just had the battery replaced because of normal battery depletion and they hadn't been planning on replacing the lead but then they had to. The patient stated they just turned the therapy off and the patient had to wait until (B)(6) 2023 to get the system replaced with their current system.